Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted photographs as well as the evaluation of (B)(6) confirmed the report of device thrombosis. Moreover, review of the submitted log file data confirmed the report of low flow alarms. However, a correlation between the reported pulmonary embolism and the observed device thrombosis could not be conclusively determined through this evaluation. Review of the submitted periodic log file data showed that following implant from 26mar2019 through 03apr2019 at around 10:00 pm, the pump appeared to be operating normally with no atypical alarms active. Calculated average flow and motor power remained stable during this time frame in the ranges of about 4-5 lpm and 4-4.5 watts, respectively. Review of the submitted event log file data revealed that beginning at around 11:00 pm on (B)(6) 2019, persistent low flow hazard alarms associated with calculated average flow values between about 0.5-1 lpm were active, which did not resolve with increases in pump speed or a system controller exchange. Subsequently, at around 10:00 am the next morning on (B)(6) 2019, elevations in pump power values up to 14 watts correlating with elevations in calculated average flow values up to 8.7 lpm were recorded. The elevated pump powers were associated with elevated lvad temperatures and corresponding persistent lvad fault alarms. Rotor instability events were additionally noted during this time. Despite the captured low flow alarms and atypical events, no abnormal low speed events or pump stoppages were noted throughout the log file data. Upon receipt of (B)(6), examination of the inflow cannula and sealed outflow graft lumen revealed depositions of tissue-like clotted blood and loosely clotted blood. The interior of the graft adapter and the pump outflow portion of the pump cover were occluded with loosely clotted blood and grainy, denatured blood. Upon disassembly of the pump, soft depositions of grainy, denatured blood were observed within the pump cover and occluding the blood flow path through the vanes and eye of the rotor. Examination of the rotor well revealed soft, grainy and hard denatured blood. All of the observed depositions within the device appeared to have developed as a result of poor surface washing due to a low flow condition, which is consistent with the low flow alarms recorded in the log file data; however, a specific cause for the low flow state could not be determined through the evaluation of the returned device. Visual inspection of the sealed outflow graft showed no evidence of distortion such as twisting of kinking that may have contributed to a flow obstruction during lvad support. The observed depositions found in the pump in contact with the rotor would have contributed to the rotor instability events captured in the log file data. Following cleaning, visual and microscopic inspection of the pump¿s blood-contacting surfaces revealed surface scratches on the rotor body and on the sides of the rotor well, which is consistent with the recorded rotor instability events. Moreover, the observed depositions in the pump would have caused increased rotor drag, resulting in the elevated pump power and lvad temperature values recorded in the log file data. Following cleaning, the pump was reassembled and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use lists pump thrombosis and arterial non-cns thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the physician sent in log files once afterload and preload issues that would yield a low flow alarm were ruled out. He then ordered a computed tomography angiography (cta) to rule out a potential outflow graft twist. During the analysis of the log files technical services observed that there was a decrease in the flow and average pulsatility index and an increase in the power on the event log file. Tech services also observed there was an lvad internal fault alarm throughout the log file. It seemed to be caused by motor instability causing circuit over temperature lvad faults. Low flows were also seen in the log files following the controller exchange. The pump speed appeared to have been adjusted a few times which did not resolve the low flow events. There were no other unusual events seen within the log files. The vad coordinator suspected that the patient had some sort of coagulopathy that may have led to the patient's pulmonary embolism. Outflow graft twist was exchanged along with the pump.

Manufacturer narrative:
The approximate age of device: 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that low flow alarms were observed. Technical services reviewed the submitted log files, and low flow alarms were confirmed. Patient was in sinus rhythm with heart rate (hr) of 103 beats/min; central venous pressure (cvp) at 10-12 mmhg, mean arterial pressure (map) at 70s mmhg, inr at 1.9, and hematocrit stable. Ramp echocardiogram, and even at a speed of 7,000 rpm, showed the patient's aortic valve was still opening. Dobutamine initiated at 12. Cta revealed that the patient's outflow graft was thrombosed and the patient had a pulmonary embolism. Heparin infusion was initiated and dobutamine infusion continues. Patient received a pump exchanged on (B)(6) 2019. Images provided of initial pump showed a large mass which was a pulmonary embolism removed from one of the patient¿s pulmonary arteries. No additional information was provided.